Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent tyco ivs suburethral sling procedure on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and uterine descensus with a cystocele. It was reported that the patient underwent the concurrent procedures of a total vaginal hysterectomy with ivs, suburethral sling anterior colporrhaphy, vaginal vault suspension and cystoscopy during mesh implantation.